Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, which required chest tube placement. One target nodule was 1.5 cm in size and located in the left lower lobe. One other target nodule was 2.8 cm in size and located in the left upper lobe and was reportedly close to the pleura. The pneumothorax was identified via fluoroscopy during the procedure, and a chest tube was immediately inserted. Despite this complication, the physician was able to complete the procedure. The pneumothorax resolved post-procedure, allowing the patient to be discharged without the need for hospital admission. The physician attributed the pneumothorax to the proximity of the target nodule to the pleura and the use of cryobiopsy, suggesting that it could have occurred with any biopsy method. There was no indication of any device malfunction during the event.

Manufacturer narrative:
System logs are not available for review.